Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard drive was replaced and the system software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed error messages upon boot up, and would not perform fluoroscopic x-ray. No patient injury was reported.